Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure preformed on (B)(6) 2017. According to the complainant, during the procedure, the balloon burst when it was inflated at 14 or 15 atm. No pieces were detached from the balloon. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported as "no patient consequences".

Manufacturer narrative:
Investigation results visual examination of the returned nephromax balloon catheter revealed a longitudinal tear on the balloon body. A kink was also noted on the catheter shaft. The noted defects likely occurred due to anatomical/procedural factors encountered during the procedure that could have limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. There was no evidence to suggest that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure preformed on (B)(6) 2017. According to the complainant, during the procedure, the balloon burst when it was inflated at 14 or 15 atm. No pieces were detached from the balloon. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported as "no patient consequences".